Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right atrial (ra) lead, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed the source of the noise could be myopotentials. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right atrial (ra) lead, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed the source of the noise could be myopotentials. No adverse patient effects were reported. This device system remains in service. Additional information was received that the patient with this pacemaker system presented to the clinic with high pacing impedance measurements on the ra lead, resulting in a safety switch. A lead fracture was confirmed. The patient also reported to present infection. A revision procedure was performed and the system was explanted. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right atrial (ra) lead, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed the source of the noise could be myopotentials. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right atrial (ra) lead, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed the source of the noise could be myopotentials. No adverse patient effects were reported. This device system remains in service.additional information was received that the patient with this pacemaker system presented to the clinic with high pacing impedance measurements on the ra lead, resulting in a safety switch. A lead fracture was confirmed. The patient also reported to present infection. A revision procedure was performed and the system was explanted. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to another device.